Event description:
The hcp reported the patient's pump was refilled. A report was printed that showed the new settings and the patient returned home. One month later, the pump began alarming and the patient returned to the clinic. Upon interrogation of the pump it was discovered that the pump settings had not been updated at the refill. The refiller ran a print report of the session but had not updated the pump. Further investigation by the manufacturer indicates a different concentration of drug had been entered (10 mg/ml) during the session that was not updated. No bridge bolus was done. It is unclear at the time of this report if the drug concentration of 10 mg/ml was also in error or if the concentration of morphine was supposed to be 4,350 mg/ml. In the same month, the patient's pump was successfully updated with a concentration of 4,350 mcg/ml morphine. The only symptom reported by the patient was an intolerable headache. Other concommitant drugs used in the pump are ropivacaine and clonidine.